Event description:
A healthcare facility in australia reported that an rt200 adult breathing circuit could not be connected to the heaterwire adaptor as the heaterwire pins in the expiratory tube were bent. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but a similar product is sold in the USA. The returned circuit was visually inspected for bent pins and tested to see if it could be connected to a heaterwire plug. Results: a heaterwire adaptor could not be connected to the heaterwire socket in the expiratory tube. A visual inspection revealed that one of the heaterwire pins in the expiratory tube was bent. This prevents the adaptor from connecting to the heaterwire socket. A lot check revealed no other similar complaints for this lot number. Conclusion: our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 24 ppm.